Event description:
It was reported that the fiber was fractured during the flexible ureteroscopic holmium laser lithotripsy procedure. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber was fractured during the flexible ureteroscopic holmium laser lithotripsy procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis confirmed that the fiber was broken in two pieces. The reported allegation was confirmed. In addition, the connector face had burn marks. It is likely that a partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break.

Event description:
It was reported that the fiber was fractured during the flexible ureteroscopic holmium laser lithotripsy procedure. The procedure was completed with another device. There were no patient complications.